Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock lead impedances(sli), measuring 145 ohms. Technical services recommended to perform a 41j commanded shock to determine sli with therapy delivery. The sales representative will review with the physician to determine the next steps. At this time, the rv lead remains in service. No adverse patient effects were reported.